Manufacturer narrative:
H6. Investigation summary: customer contacted bd support for an alleged early life failure of their bactec fx 441385 sn (B)(6). The customer complaint is for multiple false positives that had come out of the fx instrument. Bd field service engineer went onsite to gather log files to diagnose. The log files showed that the instrument was running without error, and that there was a correlation of false results with repeated opening of the drawers, as well as heightened environmental temperature. These outside factors can contribute to false positives. The root cause was found to be customer workflow/environment issues. This complaint is unconfirmed. Bd field service instructed customer to be mindful of drawer opening time and to ensure the instrument is not close to any source that could produce excess heat or cold. Device history record was not required for review as this was not deemed to be a confirmed instrument complaint. Sample analysis was in the form of reviewing log files, which showed the issues arose from excessive drawer openings and temperature differentials.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 8 fp vials have come off of the fx instrument."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 8 fp vials have come off of the fx instrument."